Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Product was provided for evaluation but analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.